Manufacturer narrative:
Outer and inner insulation damage was noted at 19.5 cm ¿ 20.8cm from the connector pin consistent with clavicle crush damage. One of the outer coil filars was fractured at the location of the clavicle crush. This is consistent with the observation from the field of low lead impedance.

Event description:
It was reported that the patient presented in-clinic for an atrial lead replacement. During the pre-operative device check, the right atrial lead impedance was low. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable during and post procedure.